Manufacturer narrative:
The device mechanism was received on 08/25/2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed for distal occlusion. This did not indicate a reportable malfunction. However, during verification testing at the service center, the device mechanism was received with an unseated closer regulator and did not pass the unrestricted flow test.